Manufacturer narrative:
The device was not returned for analysis. A failure mode was not reported for the device and no information was available; therefore, a root cause cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
It is currently not known if the device will be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an unspecified device failure occurred with two proglide devices. There was no reported adverse patient effect. No additional information was provided.